Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 214841.

Event description:
It was reported that the patients lead had migrated. The patient underwent a full system replacement procedure wherein a linear lead was implanted. The patient was doing well postoperatively, and explanted devices will not be returned.